Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is dusting into the 4-way valve. Additional malfunction is the power switch alarm is not working.